Manufacturer narrative:
Additional information section d9: device available for evaluation: yes returned to manufacturer on: dec 19, 2022 device evaluation: the product was returned to the manufacturing site for evaluation. The complaint handpiece was received inside of the original folding carton. No lens was received as part of this return. A patient ID card, and an implant notification card were received as well. Visual inspection under magnification revealed that the complaint handpiece was received with the cartridge removed from the handpiece. The lower body assembly and the plunger rod were damaged. The lens and cartridge were not evaluated as they were not returned. Conclusion: the complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no additional complaint was received from this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient identifier, weight, ethnicity: unknown, information not provided. Implant date: if implanted, give date: not applicable, as lens was not implanted. Explant date: if explanted, give date: not applicable, as lens was not implanted. Hence, not explanted. Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the piston passed over the intraocular lens (iol) while preparing the injector for the implant. Then the doctor opened the injector in an attempt to use the iol but the tip of the piston damaged the iol, precluding its use. Doctor took other iol in his stock and implanted it in the patient, with no occurrences, completing the surgery. There was no patient contact and event occurred during handling prior to insertion. No further information is available.